Event description:
A home patient (hp) contacted global technical service (gts) reporting an alarm where the hp was advised to change supplies and the hp refused during initial drain on the home choice (hc). The hp started therapy before connecting. The technical service representative (tsr) assisted the hp to cycle the power. The hc re-alarmed with a se 2367. The tsr informed the hp that he would have to start over with all new supplies. The hp disregarded the tsr's instruction to start over with new supplies. The hp would proceed with the therapy. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report of use error - reuse of single-use product was confirmed based on the customer report. However, an assignable cause could not be determined. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the use error.